Event description:
It was reported that the central control monitor (ccm) touchscreen was not working properly. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint was received and reported to technical support.